Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise resulting in an inappropriate shock. Fluoroscopy was performed with confirmation of this electrode not tunneled parallel to the sternum. A new screening is expected to be performed at the next follow up to determine further intervention. This electrode remains in service. No additional adverse patient effects were reported.